Manufacturer narrative:
Ey - 8/17/15 - should additional information become available, a supplemental record will be filed.

Event description:
Consumer states that the chair buckled underneath her mother and snapped while she was in the shower. Consumer states that her mothers left hip is sore and her mother is undecided if she needs to go to the hospital as of now. Follow up call by consumer affairs: she said her mom was just sore and is doing ok. No medical intervention reported.